Event description:
It was reported that the patient underwent the surgery with the xia3 (B)(6) 2013. The surgeon confirmed via x-ray that both sides of the rods broke in (B)(6) 2014. Therefore, the surgeon is planning the revision surgery.

Manufacturer narrative:
Method: device history review. Results: the rod is not available for evaluation, so testing and inspection could not be performed to aid in root cause analysis. However, it was confirmed that there was non-union at l4, which is where the breakage occurred. The IFU states that these devices are only meant to provide support to the spine until fusion occurs and are not meant to indefinitely withstand the physiological loads they experience in the body. Conclusion: the most likely cause of the reported event is a fatigue of the implanted rods due to excess loads on the device as a result of non-union in the patient.

Event description:
It was reported that the patient underwent the surgery with the xia3 (B)(6) 2013. The surgeon confirmed via x-ray that both sides of the rods broke in (B)(6) 2014. Therefore, the surgeon is planning the revision surgery.